Event description:
It was reported that, "the patient had a bha on (B)(6) 2011. Two weeks later, when he was getting out from a chair, he felt a thigh pain. However, the surgeon could not find any fractures on the femur. Additional two weeks later, the surgeon found a femur fracture on a x-ray and the stem sank due to this fracture. The surgeon is taking a wait-and-see approach at this moment."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.